Event description:
It was reported a bladder neck suspension procedure was initially performed on february 11, 1998 without incident. Approx one mo post-procedure, the pt returned with pain. The wound was drained and the pt underwent antibiotic treatment. The pt's pain persisted and on april 13, 1998 one anchor was removed. A culture indicated no infection was present. The pt is no longer experiencing any pain and no further treatment is planned. No further info regarding the circumstances surrounding this event are available. Co's directions for use outline as potential complications: "loss of fixation or pullout of bone anchors."